Manufacturer narrative:
The uninterruptible power supply (ups) was returned to the manufacturer for analysis. Investigation was able to duplicate reported issue. Ups did not power on with returned batteries. New batteries were installed and charged for at least 6 hours. Load test passed 5 minutes and 42 seconds but low batt indicator stayed on from start to finish of test. Fa battery was installed and charged for at least 6 hours load test failed 4 min. 21 sec. Low batt indicator stayed on from start to end of test. The hardware investigation found that reported event was related to an electrical issue, a malfunction of the internal ups was found.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. The uninterruptible power supply (ups) was replaced and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect part has been not received by manufacturer for evaluation.

Event description:
A site representative reported that during planned maintenance (pm) the uninterruptible power supply (ups) would shutdown after 2 seconds when unplugged. There was no patient present at the time of the issue.